Event description:
"It was reported to boston scientific corporation that an orise? Proknife was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025 during the procedure, the needle stopped coming out of the tip after about 3 hours. The procedure was completed with another same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of electrode detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable investigation finding of electrode detached. Block h11: the returned orise proknife was analyzed, and product analysis found the electrode was detached from the device and was not returned. Therefore, functional testing could not be performed. The reported event of "electrode failure to extend" was not confirmed. Based on all available information, it is likely that procedural factors such as the length of time used, power settings required, handling technique, and/or tissue composition resulted in the electrode damage. Additionally, it is likely that the subsequent use of the electrode resulted in the detachment. Therefore, the most probable cause is adverse event related to procedure. The detached electrode was not returned for analysis, restricting the capability of the device to have its functionality tested. Therefore, the most probable cause of the reported issue cannot be established.